Event description:
Subsequent to the initial report filing, additional information received reported that the clip had difficulty grasping the leaflets. The leaflets were very thin and possibly not enough material could be grasped. In the physician¿s opinion, this incident had no relationship with the patient¿s outcome but rather the poor clinical condition with an aggressive cancer that was discovered late.

Manufacturer narrative:
All available information was investigated, and the returned device analysis could not replicate the reported positioning failure during returned device analysis. The return device analysis noted torn material (clip cover and clip introducer). A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaint reported for this lot. All available information was investigated, and the reported failure to grasp the leaflets was due to challenging patient anatomical condition. A conclusive cause for the clip opening could not be determined in this complaint. A conclusive cause for the observed torn material could not be determined in this complaint. The reported unspecified tissue injury was an outcome of positioning failure. The reported death appears to be due to procedural circumstance. The reported unexpected medical intervention appears to be due a result of case specific circumstance as two additional clips were used to treat the tissue damage. The event was reviewed by an abbott medical affairs director. The reviewer stated that death was not directly related to the device but was related to the procedure as mr could not be treated in this fragile patient in whom a cancer was later discovered. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opened while establishing final arm angle, tissue damage and subsequent death. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The patient was very sick and fragile. The clip delivery s stem (cds) was advanced to the mitral valve and a good grasp was obtained. However, the clip opened when establishing the second final arm angle (efaa). Troubleshooting was performed but was unsuccessful and it was noted that the anterior leaflet in a2 had been damaged. The cds with the clip was removed and two additional clips were used to treat the tissue damage and complete the procedure; however, mr was not reduced and remained at 4+. The patient died 24 hours later after the procedure. The clips were confirmed to remain stable on both leaflets. The physician suspected that the leaflet damage and unchanged mr contributed to the death. Additionally, it was later discovered the patient had cancer which was not known prior to the procedure. No additional information was provided.